Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7015622. Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 352436.

Event description:
It was reported that the patient was getting overstimulation when the device was off. It was also noted that the patients lead had high impedances and the patient was not getting an adequate pain relief despite the reprogramming done. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned as they were disposed by the facility.